Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor glucose versus blood glucose large differential. Customer advised the sensor alerted threshold suspend. Customer's blood glucose was 117 mg/dl. Customer's sensor glucose level was 86 mg/dl. The sensor glucose and blood glucose readings have been off by over 30 points. Customer's isig value was 17.48 and troubleshooting for sensor glucose and blood glucose was performed. Customer was advised to monitor the device and call back if issues persist.